Event description:
Healthcare professional reported patient presented with left side cellulitis two weeks following reconstructive surgery with implantation of seri and a concomitant cohesive silicone gel filled breast implant. Patient was hospitalized and treated with "broad spectrum IV antibiotics." Events initially resolved following treatment, however, due to a recurrence of cellulitis, explant surgery was performed along with tissue debridement to remove necrotic tissue along the initial inframammary incision line.

Manufacturer narrative:
The device availability for return is unknown. Therefore, allergan may not receive it and no analysis or testing will be done. The events of necrosis and cellulitis are surgical/physiological complications and analysis of the device generally does not assist allergan in determining is probably cause for these events.